Event description:
It was reported that during the implant procedure, the external monitor showed that the pulse generator exhibited loss of output and loss of rf telemetry; a wand was used to check the device. Upon interrogation the device was noted to be in backup vvi operation. It was suspected the device may have been exposed to cautery. The device was not used and a new device was implanted. The patient was stable following the procedure and will be followed normally.

Manufacturer narrative:
No conclusion code available. Final analysis confirmed the reported backup operation. The backup resulted from an unknown power on reset. It was noted that the device had been exposed to electrocautery. Additional testing performed, including thermal and mechanical stressing of the device, did not find anomalies. The cause of the loss of pacing and rf telemetry could not be determined.